Manufacturer narrative:
The impella device was not received from the customer and therefore,?an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The pump stopped running on the 14th day. It did not restart and was removed. The patient subsequently died, and there was no causal relationship between impella and death, and the cause of death was acute myocardial infarction.

Manufacturer narrative:
The investigation has been completed since the original report was filed. The purge cassette was returned for evaluation, but the cp pump was not returned. The purge cassette was connected to the console and primed. It was purged with green fluid. The purge cassette was connected to a good sample pump and purge flow. Purge pressure was observed to be normal. No purge leak or any other purge related alarms were observed. The issue did not reproduce during the investigation. As per clinical review, the impella was in support for three hours and then air in the purge alarm appeared while operating the patient in intensive care unit. The alarm resolved only after change of the purge cassette. The pump stop was observed after 14 days of support. Data logs were reviewed and air in purge alarm appeared after three hours in support after reduction to lower p-level for surgery and alarms resolved after changing the purge cassette. The returned device functioned to specification when primed, purged with a good pump and no issues were observed. The cause of the pump stop issue was not determined since the product was not returned and with alarm pump stop observed along with high motor current pump stop based on log review.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05125 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.